Manufacturer narrative:
D1./d4./g4. This device is not sold or marketed in the united states; however, it is similar to the brand carpentier-edwards perimount rsr pericardial bioprosthesis, model# 2800, PMA# p860057/s001. Surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a patient with a 21mm aortic valve has been placed under consideration for a valve-in-valve procedure after an unknown implant duration due to regurgitation.

Event description:
It was reported that a patient with a 21mm 2900j aortic valve has been placed under consideration for a valve-in-valve procedure after an implant duration of eighteen (18) years, one (1) month due to severe aortic regurgitation secondary to structural valve deterioration. The patient presented with heart failure and dyspnea on effort.

Manufacturer narrative:
Corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.